Event description:
PICC was placed at bedside without difficulty. The chest x-ray for placement showed a 9 mm section of the guidewire at the distal end was broken off. The catheter was patent without leaking. The wire segment and catheter were removed successfully. The child did require sedation during catheter placements and removal.